Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed based on the information received. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "head nurse in ICU dept, (B)(6) hospital, found the nebulizer heater can't be heated during clinic use." There was no report of injury or medical intervention. Patient condition reported as "fine."

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the unit was slightly disassembled and the components (housing) of the unit were seriously damaged. Functional testing was performed; however, the unit did not heat on any setting (minimum, medium or high). The unit was opened and it was observed that there were damaged internal components. This condition could contribute to the unit non heating. Based on the investigation performed, the reported complaint was confirmed. All aquatherm heaters are 100% inspected during manufacturing; therefore, a defect of this type would be detected prior to release from the manufacturing facility. It was determined that operational context caused or contributed to the reported defect.

Event description:
Customer complaint alleges "head nurse in ICU dept, (B)(6), found the nebulizer heater can't be heated during clinic use". There was no report of injury or medical intervention. Patient condition reported as "fine".